Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42 and multiple occlusion alarms occurred. The pump was reset to clear the cgm error and customer changed pump supplies to clear the occlusion. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 135 mg/dl.